Event description:
Litigation alleges patient had increasing pain which continued to worsen considerably and significantly impaired ability to perform normal daily activities; excessive levels of chromium and cobalt; and MRI showing mild bone re-absorption adjacent to the acetabular roof resulted in pain after asr hip implant. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain and popping; small amount of corrosion on the trunion and inside the morse taper. Adapter sleeve, femoral stem and femoral stem sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.